Manufacturer narrative:
The insulin pump alarmed button error and it had no button response due to corroded keypad traces. The device had cracked case at display window corners, battery tube threads, and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and is unaware what it is. Customer's blood glucose was 240 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.